Event description:
Reportedly, this device was explanted due to leaflet rigidity after an unk implant duration. The only information collected on this event to date is customer and physician.

Manufacturer narrative:
Device not returned.